Event description:
A malfunction was reported on the customer's pump, identified by malf 3 and fault ID 0x2095, and the issue could not be reset. The customer's blood glucose level reading was 463 mg/dl, which did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support resolved the issue by sending a loaner pump to the customer, with the customer agreeing to use multiple daily injections as a backup. The customer also completed and signed the necessary loaner pump agreement forms.